Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb was evaluated and replaced. The lemo connection was also replaced during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error. The field service engineer confirmed that the system locked up. No patient serious injury or death was reported related to this event.